Manufacturer narrative:
The 510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery due to non-union. One (1) trochanteric femoral nailing-advanced (tfna), one (1) tibial nail, one (1) tfna screw, two (2) unknown locking screws for the tfna, and four (4) unknown locking screws for the tibial nail were removed. One (1) unknown locking screw for the tfna was reportedly already broken during the revision procedure and was removed without difficulty. Delayed healing was noted. There was no reported surgical delay. Fragments were generated but were easily removed. Patient¿s status is stable. The revision procedure was completed successfully. Concomitant devices reported: titanium tfna (part 04.037.063s, lot h087817, quantity 1); titanium tibial nail (part 04.034.446s, lot h255679, quantity 1); tfna screw (part 04.038.095s, lot h221633, quantity 1); locking screw (part unknown, lot unknown, quantity 5). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Event description:
Patient was revised to non-synthes nails for fixation. This report is for an unknown 5mm trauma locking screw.

Manufacturer narrative:
Additional narrative: device is an unknown 5mm locking trauma screw. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device code (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.